Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd phaseal¿ disconnected from tubing and medication leaked during use. Patient had to receive another full dose of medication. The following information was provided by the initial reporter: "patient received nivolumab at 15:27- about 15 minutes later medication beeped air in line and another rn went into room released the phaseal was disconnected from tubing and majority of medication if not all was on the floor. Phaseal was connected when medication started. Medication spill kit used to clean mess. Pt ended up getting another full dose of drug."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. See h10.

Event description:
It was reported that an unspecified bd phaseal¿ disconnected from tubing and medication leaked during use. Patient had to receive another full dose of medication. The following information was provided by the initial reporter: "patient received nivolumab at 15:27- about 15 minutes later medication beeped air in line and another rn went into room released the phaseal was disconnected from tubing and majority of medication if not all was on the floor. Phaseal was connected when medication started. Medication spill kit used to clean mess. Pt ended up getting another full dose of drug."